Manufacturer narrative:
(B)(6). D4, h4: complete device identification information was requested but not provided by the distributor. Corrected data: b4, b5, d9, g3, g6, h2, h6. Product background: the opt964 optiflow + duet asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject (B)(6) optiflow + duet asymmetrical nasal cannula was not returned to f&p for evaluation. The distributor stated that the subject cannula had been discarded. F&p's investigation is based on the information provided by the distributor, and f&p's knowledge of the product. Results: the distributor has stated on behalf of the healthcare facility that the subject (B)(6) optiflow + duet asymmetrical nasal cannula was leaking air during use. The distributor further clarified that the manifold had been intentionally detached from the interface of the subject cannula by the healthcare facility staff. The manifold was then reattached by the healthcare facility staff to the interface in the opposing direction causing a gap between the manifold and interface, resulting in air leakage. The distributor reported that the patient's spo2 temporarily dropped below 90% following reattachment of the manifold to the interface of the subject cannula. The distributor stated on behalf of the healthcare facility that there were no signs of respiratory deterioration exhibited by the patient and the patient's condition recovered upon replacing the subject cannula. Conclusion: f&p's investigation has determined that the air leakage from the subject (B)(6) optiflow + duet asymmetrical nasal cannula was caused by the healthcare facility intentionally detaching and reattaching the manifold to the interface of the subject cannula in the opposing direction causing a gap between the manifold and interface. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject (B)(6) optiflow + duet asymmetrical adult nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + interfaces for japan set out how the cannula should be placed and fitted, including the use of the head strap clip. The user instructions for japan also state the following: - "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed". - "it is recommended to use appropriate patient monitoring with this product ". - "fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". - "make sure that an air flow is coming out of the prongs when using the product in the patient". - "use the clip to secure the tube to the prongs."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that on (B)(6) 2025, an opt964 optiflow + duet asymmetrical nasal cannula was found to be leaking air during use. The distributor stated that the healthcare facility had replaced the end of the tube around the prong of the subject cannula. The distributor stated that replacement was not conducted properly resulting in air leakage from the subject cannula. The distributor further clarified that the manifold had been intentionally detached from the interface of the subject cannula by the healthcare facility staff. The manifold was then reattached by the healthcare facility staff to the interface in the opposing direction causing a gap between the manifold and interface, resulting in air leakage. The distributor reported that the patient's spo2 temporarily dropped below 90% following reattachment of the manifold to the interface of the subject cannula. The distributor stated on behalf of the healthcare facility that there were no signs of respiratory deterioration exhibited by the patient and the patient's condition recovered upon replacing the subject cannula. There were no further reported patient consequences.

Manufacturer narrative:
(B)(6). D4, h4: complete device identification information was requested but not provided by the distributor. Fisher & paykel healthcare (f&p) has requested for the subject device to be returned for evaluation. F&p will provide a follow-up report upon completion of the investigation. F&p has requested for further information regarding the reported event, such as clarification regarding the type of failure observed, the replacement of the end of the tube of the subject cannula, and the sequence of events which led to the reported failure. The opt964 optiflow + duet asymmetrical nasal cannula is intended for single patient use only and no individual components are sold for replacement. The user instructions of the opt964 optiflow + duet asymmetrical nasal cannula state the following: - for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective. - failure to use the setup described above can compromise performance and affect patient safety. - before connecting the interface, check for adequate gas flow and ensure that the system has warmed up. - this product is intended to be used for a maximum of 14 days. Do not soak, wash or sterilize. Product background: the opt964 optiflow + duet asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that on 26 october 2025, an opt964 optiflow + duet asymmetrical nasal cannula was found to be leaking air during use. The distributor stated that the healthcare facility had replaced the end of the tube around the prong of the subject cannula. The distributor stated that replacement was not conducted properly resulting in air leakage from the subject cannula. F&p has requested for further information regarding the reported event, such as clarification regarding the type of failure observed, the replacement of the end of the tube of the subject cannula, and the sequence of events which led to the reported failure. The distributor reported that the patient's spo2 temporarily dropped during the reported event, but the patient's condition recovered upon reconnecting the tube to the prong of the subject cannula. There were no further reported patient consequences.